Event description:
It was reported this was an arteriotomy closure of a moderate calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first device attempted got stuck in the vessel when trying to remove it. The device separated leaving the guide floating in the vessel. A cut down was performed to remove the separate piece from the anatomy. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Revised: the device was returned for analysis. The reported ¿catheter and foot base became dislodged¿ was confirmed as a guide separation. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as discarded; however, it was returned for analysis. H6 - type of investigation code 4114 and investigation findings code 3221 were removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user voluntary medwatch # mw5107574. B3/b6: date of event and date of lab/tests.

Event description:
Additional information: user facility medwatch report received that states" "when placing and deploying the closure device, the hydrophilic catheter and the foot base became dislodged leaving the catheter behind in the patient's artery. Attempts where made to snare the catheter from the other side but was unsuccessful. Vascular surgeon was notified and performed a cut down of the artery to remove the retained catheter. FDA safety report ID# (B)(4)." Per further confirmation with the account, the device was used in the left common femoral artery. It was attempted to snare the separated piece of the device via contralateral on the right common femoral artery.